Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
User reported a low glucose event. The following example set was provided: june 2nd - 12:35 am cst - sg not available (stx removed) - bg 57 mg/dl. After dms review, we confirmed that the user didn't receive a low glucose alert at the time of the event because the sg never went below the alert level.user didn't seek medical treatment. User resolved the event by eating extra food.user's hcp isn't aware of the event; user was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
The user reported a low glucose event on 02 june 2025 at 12:35 am where user's sg was not available and bg was 57 mg/dl.a review of the data management system (dms) confirmed that the user's system was not in use during the reported time. The user did not seek medical treatment and resolved the event by eating.the user's hcp was not aware of the event and was advised to follow up with the hcp for further medical guidance.in an associated case for the user's complaint about sensor inaccuracy, it was observed that the system was experiencing transient optical instability in the reference channels around reported time frame.the observed optical instability was most likely contributed to the sensor inaccuracy. Following the sensor re-link performed by the user on (B)(6) 2025, the raw sensor data showed that the transient optical instability gradually recovered. A review of data from the two weeks following the event confirmed a good agreement between sg and bg values. B4.date of this report 16 july 2025. D4.additional device information updated. G3.date received by the manufacturer? 16 july 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4111. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.